Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, d9, h3, h6. Device evaluation: analysis of the returned device identified: yellow particles in the shell, underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is a sharp break on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reported right side rupture of a textured device. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "textured implant".

Event description:
Patient reported right side rupture of a textured device. The device remains implanted.